Manufacturer narrative:
A bci field service engineer (fse) replaced a defective y fitting on instrument no foam assembly

Event description:
A customer contacted beckman coulter inc. (Bci) to report a no foam leak at the y connector on top of the bottle. Minimal amount leaked outside in front of the unicel dxc 600 pro synchron chemistry analyzer. Per customer, the connection fitting has sprayed inside hydro pneumatic area due to pressure.